Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: cp pump sn (B)(6) and a purge cassette returned. After 1 day on support, suction alarms occurred 15 minutes after heparin was discontinued. Mc leveled off, and the pump flow rate fell to 0.0 l in both systolic and diastolic modes. Act 181 with no visible clots seen on explanted pump. Data log review showed suction alarms occur with 30 minutes of case remaining. At which time of the suction alarm triggering, mc spikes and drops to 200ma with pump flow dropping to zero. Seemingly no impact to purge nor ps. The returned pump was found to have biomaterial wrapped around the impellor blade as well as coming out of the outflow cage. Pump suction - the cause of the pump suction was biomaterial ingestion due to biomaterial found wrapped around the impellor blades and the suction alarm beginning the period of the case with a mc spike and pump flows dropping to zero. Low or blocked pump flow - the cause of the low pump flow was biomaterial ingestion due to biomaterial found wrapped around the impellor blades. A suction alarm triggered with a mc spike that then reduced the pump flow to zero. Device history lot: device lot: 1939765. Device history batch: subcomponent lot: n/a. Device history review: device sn (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. On support day 3 the impella was planned to be removed. However, prior to the explantation of the device, suction alarms occurred on the device approximately 15 minutes after heparin was discontinued. It was noted that the motor current consumption leveled off, and the pump flow rate fell to 0.0 l in both systolic and diastolic modes. Therefore, the pump was immediately removed. There were no visible clots in the pump after removal. As it was the scheduled removal date, the pump was removed without any other mechanical support, and the patient was stable following the explantation of the impella cp. The medical team performed a computed tomography scan after removal as a precaution, and no significant blood clots were found. Additionally, the medical team requested the automated impella controller to be investigated as a possible cause of the flow and suction issues. This complaint involves two impella devices: impella cp with serial number (B)(6). Automated impella controller with serial number (B)(6). This MDR specifically addresses impella cp with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
A2, a3, a4, a6 are unknown. E. Initial reporter information was not available in the complaint record accessible for MDR assessment at time of reporting. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.